Event description:
The biomedical engineer (bme) reported that the zm transmitter is dropping readings for the electrocardiogram (ECG) for a while and then the readings would come back up while in patient use. Bme reported he removed it from use and replaced it with a known working device. Bme is sending it into nihon kohden for evaluation. There was no patient injury reported.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the zm transmitter is dropping readings for the electrocardiogram (ECG) for a while and then the readings would come back up while in patient use. Bme reported he removed it from use and replaced it with a known working device. Bme is sending it into nihon kohden for evaluation. There was no patient injury reported. Evaluation summary: nihon kohden repair center found damage on the battery connector, and the battery cover was missing. All leads (I, ii, iii, avr, avl, v1, v3) were successfully verified using a simulator and (B)(6). The customer complaint device dropping readings for the electrocardiogram readings could not be confirmed. Investigation summary: the reported issue was not duplicated or confirmed. As such, a definitive root cause could not be determined. However, upon evaluation from the repair center, the unit showed signs of damage on the battery connector and the battery cover was missing. However, the unit passed all functionality tests, and the reported issue was not duplicated. A serial number review of the reported device (model: zm-531pa, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4: date of this report, g3: date received by manufacturer, g6: type of report, h2: if follow-up, what type?, h3: device evaluated by manufacturer?, h6: event problem codes.

Manufacturer narrative:
He biomedical engineer (bme) reported that the zm transmitter is dropping readings for the electrocardiogram (ECG) for a while and then the readings would come back up while in patient use. Bme reported he removed it from use and replaced it with a known working device. Bme is sending it into nihon kohden for evaluation. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/30/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 01/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the zm transmitter is dropping readings for the electrocardiogram (ECG) for a while and then the readings would come back up while in patient use. Bme reported he removed it from use and replaced it with a known working device. Bme is sending it into nihon kohden for evaluation. There was no patient injury reported.